Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'constant downstream alarm' which was not reproduced. A review of the event history log identified downstream occlusion alarms . The reported condition was verified. The cause was determined to be the force sensor was out of specification and failed calibration. The forces sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion during testing. There was no patient involvement. No additional information is available.